Manufacturer narrative:
Concomitant medical product: model: 5076-52, lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department due to syncope. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was discovered that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and variable pacing impedance. Alerts were also triggered for high rv pacing impedance. A lead fracture was confirmed. The high-voltage therapies were programmed "off" and the lead currently remains in use. No further patient complications have been reported as a result of this event.